Event description:
It was reported that the minicap transfer set was damaged at the connection between the main body and the twist clamp. This was found prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A visual inspection was performed it was noted that there was a cracked main body, broken occluder feet, and damaged patient adapter. Functional tests performed include leak, clear passage, and clamp function testing. During leak testing and clamp function testing, a leak was noted through the broken occluder feet. The reported issue of damage to the connection between the main body and twist sleeve was verified through evaluation. The cause was undetermined. The batch review was not performed, as the lot number was not available or was unknown. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.